Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient¿s death. At this time without additional information no conclusion can be made regarding any causal relationship between the patient¿s death and the peritoneal dialysis treatment with fresenius products. A follow up MDR will be submitted following the plant's evaluation.

Event description:
It was reported by the employee of the clinic that dialysis patient was hospitalized and in coma. Patient¿s peritoneal dialysis registered nurse (pdrn) later reported that the peritoneal dialysis patient became unresponsive at home and was taken to the hospital. The patient was admitted on (B)(6) 2017. Prior to the hospitalization the patient was not feeding well and was eating via a feeding tube. The patient had gangrene of the foot. The patient expired on (B)(6) 2017 while in the hospital. Patient had pre-existing co-morbidities and the patient¿s health had been deteriorating over the last six months. The cause of death was listed as a cardiac event and there was no autopsy performed. No further information was available at this time.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the device operated within specification. Exterior visual inspection showed no signs of physical damage. The simulated treatment was completed without unexpected alarms or problems occurring. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal, visual inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.